Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Due to water invasion of connector, insulation failure and/or bad electrical contact occurred during procedure which led to no image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
An e315 scope error message was reported on the device. The issue was found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return date . The device receipt date was noted to be on 10/25/22. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and response to follow up regarding event reported: communication regarding the event reported conveyed that the issue occurred at preparation for use . The intended procedure (unknown procedure) completed with a similar device. The subject device was evaluated. Device evaluation, service repair noted the reported error e315 was not reproduced. This error as noted is a sporadical failure- failure cannot be confirmed but occurrence is likely. Additionally, inspection found green foreign material adhered to the distal end of the device attributed to be due to handling, insufficient reprocessing issue. Furthermore, the following defects were identified during device inspection: angulation in the up direction out of standards due to worn of angle-wire. The gap of up/down (u/d) knob out of standards due to worn of angle-wire. Liquid leaks due to damage of air/water (a/w) cylinder. Liquid leaks due to perforation of a-rubber. The condition of light guide (lg) bundle not normal. Light guide lg) lens noted broken. The adhesive part of a-rubber (ar) noted broken. The connecting tube crumpled (coating peeled off). There is crumple at the connecting tube. There is crumple at the universal code. The connecting tube cut off. Scope cover (s-cover) unit polluted. Liquid leaks in scope connector noted. The boot noted broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.